Manufacturer narrative:
Investigation ¿ the following allegations have been investigated: fracture, pulmonary embolism, deep vein thrombosis, post-thrombotic syndrome, caval thrombosis and stenosis. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. New pulmonary embolism as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Unknown if the reported dvt, post-thrombotic syndrome are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown; however, there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant approximately 2006 via the right common femoral vein due to post deep vein thrombosis (dvt) and pulmonary embolism (pe). Patient is alleging fracture, pulmonary embolism, dvt, post-thrombotic syndrome, caval thrombosis and stenosis. The patient further alleges ¿blockage.¿ per the ir percutaneous transluminal balloon angioplasty report dated (B)(6) 2013, ¿left leg swelling from chronically occluded ivc venous outflow obstruction and superimposed left leg dvt / cellulitis. An occlusion was encountered inferior to the right renal vein at the level of the ivc filter. Impression: unsuccessful attempt at ivc recanalization.¿ per the CT (computerized tomography) of the abdomen dated (B)(6) 2017, ¿the ivc at the level of and distal to the filter is very stenotic. As a result of this, there are large varicose veins seen in the abdominal wall. There is a metal foreign body in the ivc just distal to the filter.¿

Manufacturer narrative:
Implanted date: exact implant date is unknown, implant occurred in 2006. Occupation: non healthcare professional. Investigation ¿ it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown; no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available.

Event description:
It is alleged that the patient received a gunther tulip inferior vena cava (ivc) filter in approximately 2006. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested, but not yet provided.